Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device longevity dropped to one year and device was implanted for three years only. To date, the device remains in service. No adverse patient effects were reported.